Event description:
A pt was skin tested in 2000 with no noted response. One month later the pt was injected in the upper vermilion border of the lip with bovine collagen. 2 days later the pt reported a painful bruise had appeared on the upper lip. The pt was seen by the physician that day and describes a smaller than dime sized medial to the philtrum and left oral commisure. The physician diagnosed vascular compromise. Prior to making the diagnosis the physician gave the pt a prescription of keflex 250mg, po qid, which pt started but did not finish.